Manufacturer narrative:
(B)(4) the affected sample was received for evaluation against the reported condition of a leak. This device was visually and functionally tested (clamp, clear passage, pressure) per product specifications. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a uv-flash solution transfer set. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.